Event description:
It was reported that the perforator nicked the dura during a procedure. There was excessive bleeding that had to be cleaned up during the case. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The product listed in this complaint was not returned for evaluation, so the failure could not be confirmed. The definite root cause of this issue is undetermined. However, it is noted that the drill took place in the sphenoid wing of the patient's skull, which is an area of uneven bone. Drilling in areas such as this is cautioned against in the product IFU.

Event description:
It was reported that the perforator nicked the dura during a procedure. There was excessive bleeding that had to be cleaned up during the case. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event.

Event description:
Additional information was provided from the customer. It was reported that the clutch on the drill failed to engage and stop the drill. The drill continued beyond the bone and into the brain dura. The frontal bur hole at the area of the keyhole had contused the brain slightly and was coagulated with bipolar forceps and surgicel was placed in this region. The patient was taken to the operating room, and after induction of general endotracheal anesthesia and administration of intravenous antibiotics, the patient was positioned for surgery. To position for surgery, patients' head was front temporal region. Head was held rigid in three point mayfield fixation. The right side of the scalp was prepped and draped in usual sterile fashion. A standard front temporal type skin incision was created and bleeding controlled using bipolar forceps and raney clips. The scalp flap was reflected anteriorly and the underlying temporalis muscle and fascia were opened using the bovie instrument. The underlying bone came nicely into view and account proceeded to place bur holes around the periphery of the planned craniotomy; one in the keyhole region, one in the superior temporal region posteriorly and one in the inferior temporal region. Bone chips were removed using curettes and number three penfield dissectors were used to separate the bone from the underlying dura. The craniotome was used to complete the craniotomy.

Manufacturer narrative:
Additional information was provided via medwatch form (B)(4). Updated executive summary based on new information provided. Device not returned for evaluation.

Manufacturer narrative:
The device was discarded by the customer, it will not be returned for evaluation. If the device is received and additional information becomes available, a follow up report will be submitted.